Manufacturer narrative:
The reported events of premature battery depletion and failure to interrogate was confirmed by analysis. The loss of communication was due to low battery voltage and the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the device was unable to be interrogated inductive and radiofrequency telemetry during an in clinic follow-up. The device was explanted and replaced to resolve the event and the patient was in stable condition.